Manufacturer narrative:
This report is related to previously reported complaint of an unknown patient death, MFR number 2017865-2014-19362.

Event description:
This report is related to previously reported complaint of an unknown patient death, MFR number 2017865-2014-19362.